Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed pain and infection at the ipg site. It was noted that the ipg site was bright red and oozing a little bit. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.